Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device -4 years, 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent a pump exchange due to pump thrombosis. Prior to the exchange the patient had experienced a lvad hum slightly louder than normal, dark urine and subtherapeutic international normalized ratio for prothrombin time (inr). Testing was performed and found elevated lactate dehydrogenase (ldh), transthoracic echocardiogram (tte) was performed on hospital admission and noted lvad inflow velocity to be lower. It was reported that the patient¿s symptoms came on suddenly without changes to their anticoagulation schedule. The pump will be returning for evaluation. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation; however, a direct correlation between the device and the report of pump thrombosis and hemolysis could not be conclusively determined. The pump was returned assembled with the percutaneous lead (lead) severed approximately 10 inches from the pump housing. The remainder of the lead was returned in a segment measuring approximately 33 inches. The inflow conduit and outflow graft were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.